Manufacturer narrative:
B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided literature attachment: article title "feasibility of intentional bioprosthetic valve fracture in the tricuspid position", as reported in a research article, feasibility of intentional bioprosthetic valve fracture in the tricuspid position. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Please note that per the instructions for use, arten600181537- e, "the epic¿ plus valve is indicated for patients requiring replacement of a diseased, damaged, or malfunctioning native aortic and/or mitral heart valve. It may also be used as a replacement for a previously implanted aortic and/or mitral prosthetic heart valve. The epic¿ plus supra valve is indicated for patients requiring replacement of a diseased, damaged, or malfunctioning native aortic heart valve. It may also be used as a replacement for a previously implanted aortic prosthetic heart valve."

Event description:
The article, "feasibility of intentional bioprosthetic valve fracture in the tricuspid position", was reviewed.the article presented a case study of a 52-year-old patient with atrioventricular septal defect, tricuspid regurgitation; tricuspid stenosis. It was reported on an unknown date, echocardiogram noted tricuspid regurgitation and tricuspid stenosis. A decision was made to perform a transcatheter valve-in-valve procedure. A 28mm true balloon was used to perform valve fracture of the 29mm epic valve prior to implanting a 29mm sapien valve in a valve in valve procedure. Transthoracic echocardiogram (tte) showed tricuspid stenosis decreased form 18mm inflow gradient pre (mmhg) to 4mm inflow gradient (mmhg) post procedure. Tricuspid regurgitation remained trival from pre and post procedure. The article concluded that failing bpvs in the tricuspid position can be replaced with intentional fracture of the in situ bioprosthetic valve (bpv) ring which may allow for placement of a larger transcatheter valve and therefore limiting patient prosthesis mismatch. A larger number of patients may therefore be able to be treated percutaneously thus avoiding the increased risk of morbidity and mortality with surgical valve replacement. [The primary and corresponding author was jonathon a. Hagel, md, pediatric cardiology,university of michigan congenital heart center, c.s. Mott children's hospital; 11-205a, 1540 e. Hospital dr, ann arbor, mi 48109-4204, USA.with corresponding email: jhagel@med.umich.edu; twitter: @drjonnyhagel].

Manufacturer narrative:
B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided. Literature attachment: article title "feasibility of intentional bioprosthetic valve fracture in the tricuspid position". Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.